Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient received a replacement but still cannot get the 97755 to find the implant. No patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient (pt) controller had been replaced twice and they were having issues with their current controller.it was stated that the controller only intermittently connecting with the device both with and without the recharger. The rep stated that everything was fully charged with the ins with the tablet just fine. It was stated that the rep was seeing a setting cannot be provided and they turned the intensity down to try to resolve the issue even though it was not a problem before and it happened when the pt was not even trying to adjust anything and the screen would lock. The pt reported the recharger would not find the device and then it would connect to the ins sometimes with excellent recharge quality but then give a charging quality error , will beep, lose connection and then they had to disconnect everything again to connect. The pt indicated that they may have to do this 3 or 4 times and the change in quality happened when the pt was sitting still. It was stated that the pt knew they were in the right location because put their finger through the hole in the recharger and can feel their ins. The rep stated that the pt regularly reseated the battery pack after seeing the no device found and that fixed the issue for a while. The pt indicated that they don¿t use the belt since their ins was implanted a little higher so they just sat up against a pillow and belt the paddle and cord in place. The rep and pt indicated they could not feel all four corners of the device but rather felt the edge of it like it may have been at an angle. The pt stated they had aa batteries in the controller and this did not help the communication issues. The rep stated that the pt turned the ins off at night and noticed it lost 10% battery by the morning. It was reviewed that the depletion was expected because the battery would deplete depending on the actual charge and it may appear that the battery was depleted 10% but it was actually less. It was reviewed that a new recharger could be used and the pt may need to press on the recharger/ins if the ins was sitting at an angle. It was reviewed that if the issues continued ten a pocket revision could be considered to ensure the ins was implanted parallel to skin and the setting not provided was related to the ins rather than the controller. The pt was transferred to repair and a replacement was requested. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) product type recharger product ID 97745 lot# serial# (B)(4) product type programmer, patient fdd codes c62809 and c63043 were added to reflect the additional allegations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated that he received a replacement controller because he lost his through foundation care. Patient noted that ¿controller went brain dead¿ after he got his controller 2 days. Patient clarified that he meant to keep getting the no device found screen when he attempted to use the controller. Patient services asked for a date when he first notice this issue, he said ¿a month after implant¿. Prior the call, patient had already taken the battery pack out and put the battery pack in to do a controller reset. Patient confirmed that his had not been covering the top of the controller, and his ins was at 90 % with the controller at 80%. Patient services (pss) had the patient get the recharger out and attempted a recharging session. Patient stated that one out of five times he used the recharger, the controller connected successfully. Patient confirmed he was successfully with connecting and reported seeing recharging excellent. Patient backed out of this screen and reported that his implant was off. Patient turned the implant back on successfully and reported to pss that the battery level for both the ins and controller were at 90%. Patient tried locking the controller and attempting to communicate without the recharger connected but reported seeing no device found again. It was reviewed the importance of attempting communication away from emi, seeing if the no device found screen appear in any positions, if the patient was noticing this screen immediately after recharging the ins, and where the patient was holding the controller. Patient confirmed he experienced no device found anywhere in his house, driveway and work, in any position, when he is done recharging or when the ins was at 30%, and he was holding the controller directly against his side. It was reviewed expectation with getting a replacement controller and encouraged the patient to follow up with the hcp of getting replacement equipment did not resolve the issue, and this would be his 5th controller. A replacement controller would be sent. It was noted blue tooth on controller was not working. No further compilation and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product: ID 97745, serial # (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain. It was reported that the controller could not find the implant and a "settings not available" screen was displayed. Per the patient the controller had gone "crazy" and was making adjustments to their implant to turn up the intensity without them telling it to. Per the patient it would happen at any time, and when they check the controller they'd see it was 3-4 settings higher than what they had set it on. When they try to get the stimulation to back down where they want it they saw screen 59 for settings not available. The controller would also turn their unit off without telling them to and they'd experience a stabbing, burning pain, at which point the patient would go in and turn the implant back on. It was noted adaptive stim was not enabled, and they did not have any other groups beside group a. They tried to press on program 1 but they were not able to activate it. The controller was also having a communications issue where the last three times they tried to get into the controller it said "no device found" screen 16. The controller was moved within 6 inches from the implant when they attempted communication. The controller and implant were both charged to 70% and they did not let either go below 50% charge. The next day the patient called and a replacement controller was sent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative responded back from a follow up email sent to them. The manufacturer representative indicated that the battery was implanted in a normal area and level on the flank. It has not yet been confirmed if the ins is tilted. The cause of the settings not provided has not been determined. Steps taken to resolve ins tilted, placement issue and setting not provided will be examined by the health care provider at the patient's next appointment. The replacement of the recharger resolved the patient not being able to find device and charging quality error. Patient's weight was not known at the time of event.